Event description:
Litigation alleges the patient suffers from inflammation, discomfort, pain, and polyethylene particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation alleges the patient suffers from inflammation, discomfort, pain, and polyethylene particles to be released into the blood, tissue, and bone examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs now alleges hip infection. A dor was provided. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for septic hip and pain. The patient had an I&d and the head and liner were exchanged. There was no mention of polyethylene particles being released. All implants are being reported as infection was alleged and confirmed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.